Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a dreamstation auto CPAP device was generating heat while it was operating and that the sd card inside the device showed signs of melting and deformed and that service required was displayed. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device was returned to the manufacturer's service center for evaluation. And the customer complaint was not confirmed. No signs of burnout were confirmed inside the device. The traces of sd card deformation. During the evaluation, an error code e- 84 (err_flow_sensor_stop) was observed in the error log which was caused by the flow sensor of the board. Occurs when an anomaly is detected. Blockage of the breathing circuit, dust inside the equipment, contamination of water droplets, flow sensors detect abnormalities by such as, it is assumed that the alarm was triggered. When the inspection was carried out, there was no contamination of dust and water inside the equipment. The board was replaced due to sd card deformation. Because we confirmed the adhesion of household odor to the components of the main body, replaced odor-stained parts. Repair and replacement parts blower (l210618002), blower box, blower outlet seal, blower upper cap, blower isolator, flow sensor seals, pressure sensor seal, pollen filter, rear panel, therapy pca (l250428021) comprehensive inspection, cleaning and functional testing were carried out.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer. However CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Should additional information be received, a supplemental report will be filed.

Event description:
The manufacturer received information alleging that a dreamstation auto CPAP device was generating heat while it was operating and that the sd card inside the device showed signs of melting and deformed and that service required was displayed. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.